Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pin in a mobile power unit (mpu-20989) patient cable was confirmed. Mpu-20989 was evaluated by tech services staff. Visual inspection confirmed the broken pin within mpu's patient cable black power connector. The patient cable was replaced and the mpu went through a full functional checkout before being returned to the customer site. The root cause of the reported event was not determined through this analysis. The device history records were reviewed for the mobile power unit, and was found to pass all manufacturing and quality assurance specifications prior to being shipped to the customer on 12feb2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook and heartmate iii instructions for use (IFU) section 3 ¿powering the system¿ informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the mobile power unit at the distributor storage had a missing pin at the system controller power cables connector.